Manufacturer narrative:
Patient code - added "thrombosis". The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke and thrombosis are known risk associated with endovascular procedures and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the patient experienced an ischemic stroke. Therefore, aspirin was increased (100mg/day, 200mg/day and prasugrel (anti-platelet drugs) 3.75mg/day was restarted. In the doctor¿s opinion, since distal occlusion occurred in the distal stent deployed area, there was a causal relationship between the ischemic stroke and the device. The patient has recovered.

Manufacturer narrative:
The subject device was disposed in the hospital.

Event description:
It was reported that the patient experienced an ischemic stroke. Therefore, aspirin was increased (100mg/day&#64688;0mg/day and prasugrel (anti-platelet drugs) 3.75mg/day was restarted. In the doctor's opinion, since it occurred in the distal occlusion of the stent deployed area, there was a causal relationship between the ischemic stroke and device. The patient has recovered.